Event description:
It was reported that the stenoscope made clicking noise and system froze. There was no report of patient injury.

Manufacturer narrative:
No additional information at this time. Any additional information received will be reported as required.